Event description:
It was reported that during a stimulator implant, the surgeon went to attach the lead cap. He attempted to screw the grub screw using the torque wrench. The surgeon reported that the metal ring was not securely attached to the plastic housing and the screw would not click despite multiple turns of the screw driver. The surgeon requested a new lead cap. The surgeon then placed the new lead cap on the lead and used the torque wrench to tighten the screw. However, he felt that he had tightened the screw sufficiently but had not heard a click from the torque wrench. He did not wish to tighten the screw any further as he was concerned that he would damage the lead. He was concerned that the torque wrench was faulty. There were no patient injuries; the patient recovered from the procedure without sequelae.

Manufacturer narrative:
Lead model 3389-40, lot# 0205624449, implanted: unk, explanted: na. Lead model 3387-40, lot# 0205753467, implanted: na, explanted: na (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final device analysis for both torque wrench's revealed no anomalies. Final device analysis for two (2 of 3) of the lead caps revealed that they were twisted, due to a surgical procedure error. Final device analysis for the third lead cap revealed no anomalies.